Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital due to infection. The infection on the patient's implantable cardioverter defibrillator (ICD), right ventricular (rv), right atrial (ra) and left ventricular (lv) leads were confirmed through blood culture with vegetations noted on the rv lead. No intervention was performed and the patient was in a stable condition.